Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A1, a2, a3, a4, a5, a6: patient identifier, age, sex, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for (1) band aid brand flexible fabric designs by hokusai assorted tin 50ct USA (B)(4), lot # ni. D4: 510(k) exempt, device I complaint. UDI is not required. UDI: (01) (B)(4). Upc # (B)(4). Expiration date: na. Lot # ni. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. H6: e0402 also refers to the consumer alleged "lost hand/arm to severe allergic reaction" the consumer reported that following use of product he/she ¿lost his/her hand/arm to severe allergic reaction¿ and that ¿he/she could no longer do things he/she could when he/she had both hands/arms¿. Based on limited information available, ¿lost his/her hand/arm to severe allergic reaction¿ was conservatively interpreted as event of application site allergy leading to amputation of the affected ¿hand/arm¿ and thus case assessed as serious with health effect impact codes of amputation, permanent impairment and surgical intervention. This case is limited by the paucity of information. The specific anatomical site affected was not reported, and it was not clear whether the reported loss of limb refers to anatomical loss (amputation) or functional impairment of the limb. The biological plausibility of an allergic reaction resulting to limb amputation is unlikely. Additionally, there is also no information on the medical history including any pre-existing conditions, the details of product use were not provided to establish temporality, the indication for use of the product, and information regarding the timing and clinical course of the events, relevant medical history, and concomitant medications were lacking. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A consumer of unknown age and gender reported an adverse event with band aid brand flexible fabric decorated adhesive bandage. Consumer stated: after applying this product I unfortunately lost my hand/arm to severe allergic reaction due to the sticky resin on the product. Do not recommend. I can no longer do things I could when I had both hands/arms, even though I only need one. No further information was provided regarding this consumer&apos;s event.